Event description:
It was reported that the set screw on the device could not be tightened. The device was replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).